Manufacturer narrative:
This is the same event as 3010536692-2015-01911. (B)(4).

Event description:
Allegedly patient was revised due to mom complications: pain; elevated cobalt and chromium; severe bone loss; unable to walk without use of a cane: right.